Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire inserted through a raulerson syringe / introducer needle assembly and protruding from the both the distal end of the needle and the proximal end of the syringe. The guide wire was kinked with offset coils at 1 cm from the bottom of the j-bend at the distal end and at the tip of the needle cannula. Another offset coil was observed between the kink and the distal end of the wire. The portion of the wire protruding from the proximal end of the syringe had 3 additional kinks. The guide wire was found to be stuck within the needle cannula. The assembly was disconnected and the proximal end of the wire was able to pass freely through the syringe. The guide wire was intact and within specification. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel or use excessive force. Based on the location of the kink and offset coil, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion resuscitation, the guide wire became stuck in the introducer needle placed in the patient's jugular. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.